Event description:
Caller alleged discrepant precision results. Results as follows: date: (B)(6) 2010; inratio: 1.6; re-test: 2.9. The two results were taken within 30 mins of each other.

Manufacturer narrative:
Investigation pending.